Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h965440250 in order to determine the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The device history records for the lots obtained through the shr (packaging lots) were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Returned for evaluation was one port with catheter tubing attached. As received, the catheter was cut at the 38cm mark. The port /valve assembly contained tool marks all the way around the assembly. As a functional check, the port was clamped off and pressurized with air; no leak was detected, no disconnection occurred. The following dimensions were taken and found to be within specification: catheter tip ID, male stem od, port lock ID. The reported complaint description of "catheter disconnect: could not be confirmed. No manufacturing non-conformances or out of specification conditions were observed during sample evaluation. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. A possible root cause for the complaint may be that the end user used hemostats to secure the collar to the port and over-tightened the connection. The connector was returned with tool marks on both sides of the connector. The catheter and connector are provided as a separate components within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with collar) during the implantation procedure. The directions for use packaged with the device include guidance on proper assembly of the catheter and port, as well as catheter placement. (B)(4).

Manufacturer narrative:
The device from the reported event has been returned to angiodynamics, however the device evaluation has not yet been conducted. Upon conclusion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, the physician had placed the port into the patient and closed the pocket. When the port was flushed, the catheter detached and migrated to the right atrium. The catheter was snared and removed without difficulty. The port was then replaced, at that time.